Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified corrosive damage on the needle shaft. Damage of the wire insulation on the heater wire leading to hi-pot. The resistance wire insulation layer on the heater was damaged under the spring during vendor assembly process leading to the interrupting current leakage.

Event description:
Reportable based on the product analysis completed on july 13 2020. During testing of two icepearl needles for a renal cryoablation procedure, froze as expected. During the second thaw cycle, fast thaw was used and one of the needles continued to warm up and never registered fast thaw temperature (85-100*c). After the second thaw was completed, track ablation (cautery) was initiated on both needles, that same needle never registered to track ablation temperature (90-100*c) and continued to "warm up." The needle was stopped and changed channels, but the needle was still having the same issue. Track ablation was unsuccessful with that needle, but was able to be continued with the other icepearl. The case was completed successfully with no harm to the patient. However, the returned product analysis revealed corrosive and damage on needle shaft.